Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site by the hospital biomedical engineer, but we have not received information of the findings. No goods have been received for investigation. Evaluation of the received device logs shows that the matching event on february 6 during the time period 19:15 to 19:21 two days later, had several alarms for high o2 concentration. The pre-use check was confirmed to be successful both before and after the event. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. The patient involvement is unknown. (B)(4).